Event description:
Implant didn't achieve osseointegration. Primary stability was achieved. Implant was completely covered with bone, no thread tap used, smoker, peri-implantitis, infection, and mobility.